Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid, dose and concentration not reported via an implantable pump. On (B)(6) 2020 the patient reported that they no longer have a pump implanted as there were some issues following the implanting surgery on (B)(6) of this year. About a month after the pump was implanted the implant site opened up. The patient went to see the physician he cut off the stitches, put a bandaid type covering on the wound and told her to watch it for a while. The patient was monitoring the wound for about a week and a half to two weeks later and when she took off the bandage there was a "huge hole where the site was and it was infected." The patient stated that she went in and had emergency surgery to have the pump removed and the physician gave her some medication but didn't recall what it was but said it had the strength of an aspirin. Four days later the patient was admitted into the hospital with pancreatitis and the ER (emergency room) staff gave the patient oral dilaudid since she no longer had the medication coming from the pump. The patient went into the ER again last month and then again last night dealing with this pancreatitis and the wound was still not healing. The day of the report the patient went to speak with a plastic surgeon as the pump had really helped her and the patient wants to be able to get another put in as soon as she is healed up. The patient had tried reaching out the physician but has not gotten through. The patient was miserable as she was used to being on dilaudid and this other pain medication is not touching her pain in addition to the patient really not being able to swallow now. The patient requested physician listings. No further complications were reported or anticipated regarding the event.